Manufacturer narrative:
Received one used sample for eval. No DHR review was performed because the lot# was not supplied. Visual exam revealed a dent in the corner where the needle may have struck the edge of the slot in the safety device causing the tip of the needle to be exposed. This type of event has been previously reported with a low incidence of occurrence and investigation has revealed it results due to, needle was bent during use and did not line up with the slot in the safety device when it was activated or the needle device is activated in a twisted motion forcing the needle to the side striking the edge of the enclosure. Both failure modes are addressed in the IFU. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.

Event description:
A report was received that stated that the cannula of the needle was bent, it was not fully captured in the safety device and was exposed. No needlestick took place. There was no pt or clinician injury. The device was discarded and is not available for eval.